Event description:
Physician was using the device in a laparoscopic procedure, when she took the device out of the sleeve, one of the tips of the instruments was missing. She thought is might have fallen in the drapes, an x-ray of the abdomen was performed to ensure that it was not left in the abdomen. The tech found the broken tip in the fold of the drapes. FDA safety report ID # (B)(4).